Manufacturer narrative:
The customer was provided with a replacement glidescope titanium lopro t3 blade, and the reported blade was returned to verathon for further evaluation. A verathon technical service representative evaluated the returned blade where they were unable to duplicate the reported image issue; however, it was found that there was physical damage to the connector pins. When connected to a test video monitor and cable, the device would display an image that was stable and clear with good color rendition. Since the customer received a replacement blade and there are no repairs available for the device, the returned blade was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 blade, the image would disappear and show lines intermittently. The procedure was completed using a non-verathon device, which was made available within five (5) minutes. No harm to the patient or user was reported.